Event description:
76-year-old patient treated for severe head trauma. The fibre of the intracranial pressure measurement device was cut when the dressing was changed. The icp was fitted on (B)(6) 2025 and was due to be removed on (B)(6) 2025 during the day. Early removal of icp (on (B)(6) at 2 a.m. Rather than on (B)(6) afternoon).

Manufacturer narrative:
Initial: the risk is already identified in the product risk analysis. The frequency of occurrence of the incident is not superior to the one estimated in the risk analysis. The risk level is therefore unchanged and the benefit risk ratio remains favorable for the patient.